Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation; however the lot number of the product received did not match the lot number originally reported in the complaint file. Follow up was performed and on march 22, 2017 it was confirmed that the product received was the product for this complaint. Therefore the lot number on this complaint was updated from ¿17512638l¿ to ¿17609984l¿, the manufacture date was updated from 07/05/2016 to 10/28/2016 and the expiration date was updated from 06/30/2019 to 09/30/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia with a pentaray nav eco high-density mapping catheter and suffered a medical device entrapment requiring physical manipulation and a vascular dissection requiring no intervention. During the procedure, while the physician was manipulating the pentaray catheter, a loop was formed in an unspecified portion of the catheter. Physician encountered difficulty in attempts to withdraw the catheter from the sheath. Physician was able to undo the loop that had formed and pull the pentaray catheter out. Once the loop was undone, a kink remained in the catheter. This resulted in a minor vascular dissection of the femoral artery, which required no intervention. Remainder of procedure was aborted in order to allow the artery to heal. Patient required extended hospitalization as a result of the adverse event for monitoring. Physician indicated that the loop was not a result of a catheter defect, but rather a result of the difficulty encountered in removing the catheter from the patient. It was noted that the patient had a somewhat tortuous artery, which may have increased the risk of dissection. It was also noted that the patient reported minor pain. Multiple attempts have been made to obtain clarification in this complaint. However, no further information has been made available.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for ventricular tachycardia with a pentaray nav eco high-density mapping catheter and suffered a medical device entrapment requiring physical manipulation and a vascular dissection requiring no intervention. During the procedure, while the physician was manipulating the pentaray catheter, a loop was formed on an unspecified portion of the catheter. The returned device was visually inspected and it was the shaft bent in two areas with no internal parts exposed. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then the catheter was tested for electrical performance and it was found within specifications, additionally an irrigation test was performed and the catheter passed specifications. The catheter was irrigating correctly. Then a deflection test was performed and the catheter passed. Per event description the catheter outer diameter was measured and it was found within specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The damage reported was confirmed, the root cause of the adverse event could be related to the abnormality in the shape of the artery mentioned in the event and the difficulty removing the catheter however, the catheter passed all specification and no issues were found regarding the functionality of the catheter that may have contributed to the adverse event.